Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported the patient was injected with an unknown juvéderm product. Patient representative reported that patient developed facial cellulitis and micro abscess. Symptom status is unknown.

Event description:
Patient representative reported the patient was injected with juvéderm® volux¿ xc in lower right side near jaw line. Patient representative reported that patient developed facial cellulitis and micro abscess after one month of injection. Symptom status is unknown.